Event description:
The customer alleged they received a questionable testosterone g2 result for one patient on their e602 analyzer. All the other hormone tests were also repeated and the results were the same as the initial results. The patient's primary sample was loaded directly onto the analyzer and the initial testosterone result was 22.46 nmol/l. The initial result had a repeat requested, but it was not performed. On(B)(6) 2014, the sample was repeated with a result of 0.321 nmol/l. The sample was tested a third time with a result of 0.364 nmol/l. The customer stated the initial result might have been reported outside the laboratory, but as the initial result was unbelievable, the clinician did not act on the result. The patient was not harmed in any way. There were no adverse events. The testosterone reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Additional data were requested but not provided. The calibration and quality control results were within expectation. It was noted there was a flag on the quality control data. A reagent issues seemed unlikely, but could not be excluded. It was noted the customer was not following tube manufacturer's centrifugation recommendations.